Manufacturer narrative:
Submit date: 04/18/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states in the last 2 months, tiny puncture holes or splits developed in pallindrome catheter external tubing. Consultant pediatric nephrologist believes it may have been because nursing staff were applying a second clamp to the tubing, in addition to the clamp/clip that comes with the catheter. After the 1st episode of pallindrome split, this was identified as the likely cause, and practice was stopped. Pt came to no harm, other than having to have a replacement line inserted. It is suspected that the catheter was damaged by the extra cross clamp.